Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were hospitalized for high blood glucose on (B)(6) 2020 with blood glucose level was over 27 mmol/l. Customer was treated with intravenous insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was performed high pressure test and self test and it was passed. Customer was using auto mode. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.